Event description:
A service of a citadel plus bed frame was requested by a customer representative. It was indicated that one of the side rails was broken. No injury was reported. An inspection of the claimed bed frame conducted by the arjo representative at the customer side and photographic evidence provided revealed that the side rail panel was detached from the side rail mechanism because the screws holding the panel to the mechanism were pulled out.

Manufacturer narrative:
A service of a citadel plus bed frame was requested by a customer representative. It was indicated that one of the side rails was broken. No injury was reported. An inspection of the claimed bed frame conducted by the arjo representative at the customer side and photographic evidence provided revealed that the side rail panel was detached from the side rail mechanism because the screws holding the panel to the mechanism were pulled out. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This hypothesis is in line with circumstances in which the claimed issue occurred. The customer called that the side rail was detached when the patient was leaning on them. According to the citadel plus instruction for use 831.374, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. The malfunction occurred at time of use the bed frame by the patient. No injury was reported. The complaint was decided to be reportable due to the side rail partial detachment.